Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 187 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and error test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the specifications range and passed off no power test. Unable to confirm alarm due to over written history file. Pump was received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.